Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Event description:
During a rotator cuff repair, an anchor fractured during insertion. It is not known if fractured pieces fell into the patient. There was no delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device was fractured. It is likely that the cause of the reported event is poor surgical technique. However, it is noted that surgical technique was followed; therefore the root cause cannot be determined.

Manufacturer narrative:
This follow-up is being reported to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02059 and 0001825034-2017-02060.

Event description:
It is reported that during a rotator cuff repair procedure, three anchors fractured during insertion. No pieces were retained within the patient and there was only a few minutes of delay in the procedure as a result of the event, as another of a similar device was utilized to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.